Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "prepare for cartridge" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. Customer's blood glucose level was in the 600 (mg/dl) range with low traces of ketones and was addressed with insulin pens. Customer would continue to use the pump for insulin therapy.